Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented to the emergency room. Loss of ventricular capture was noted on the patient's pacemaker. It is unknown if the symptoms were related to atrial fibrillation or loss of capture. Programming changes were discussed. No interventions were reported. No further information was reported.